Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly tortuous and moderately calcified iliac vessel. An 8.0mm x 60mm x 135cm (4f) balloon catheter was advanced for dilatation. However, on initial inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.